Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: complaint regarding prime history not recording was verified in the pump prime history and was duplicated during investigation. Prime history was unable to store more than one prime record. The pump e-prom software files were cleared and reloaded, the prime history was able to record and store all prime records. In conclusion, the e-prom was corrupted.

Event description:
This complaint is being reported due to the inaccurate history issue. Reportedly, he primed with the animas pump on several occasions but the memory has only recorded one instance. There was no reported patient impact associated with this complaint.